Event description:
It was reported that during a clinic visit, the pacemaker device was interrogated, and the right ventricular (rv) lead was found to exhibit threshold issues and loss of capture (loc) that caused pacing inhibition and syncope. A lead revision procedure was performed, where the physician opted to add a lead in the left bundle branch (lbb). This rv lead remains in service. No additional adverse patient effects were reported.